Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 2 years and 8 months post implantation of a 23mm sapien 2 valve in the aortic position, the valve was explanted and replaced with a surgical valve for unknown reasons.

Event description:
As initially report, approximately 2 years and 8 months post implantation of a 23mm sapien 2 valve in the aortic position, the valve was explanted and replaced with a surgical valve for unknown reasons. Per medical records review, approximately 2 years and 8 months post tavr procedure the patient presented to the emergency department with complaints of chest pain with onset a few days prior to visit. The patient was found to have atrial fibrillation with rvr and cardiology consult was requested. A previous echocardiogram performed approximately 5 months post tavr reported a well-functioning aortic valve. A CT performed during this admission reported: "status post tavr. No thoracic aortic dissection. The heart is mildly enlarged." An echocardiogram performed during this admission reported severe aortic stenosis and high-grade right coronary artery (rca) disease. A transesophageal echo (tee) showed what appears to be rheumatic changes in the mitral valve, severe mitral regurgitation and a patent foramen ovale (pfo). The patient underwent an aortic valve replacement procedure with concomitant mitral valve replacement, maze procedure, left atrium appendage ligation, pfo closure, dual chamber pacemaker implantation, and single aortic coronary bypass grafting to the rca. The tavr valve had to be crushed to be removed from the aortic annulus. The aortic valve was then replaced with a 21mm surgical valve. The patient was weaned from bypass with excellent hemodynamics and tee showed a well-seated, well-functioning aortic valve with no paravalvular leak. The patient was transported hemodynamically stable to open heart recovery. On post operative day 7, the patient was discharged home in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections b1, b5, g6, h2, h6 clinical code, device code, health effect - clinical code and h10 has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and an image review was unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed from the medical record. A review of the device history records, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per medical record review, an echocardiogram performed during this admission reported severe aortic stenosis and high-grade right coronary artery (rca) disease. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Review of the medical report revealed that patient has a medical history of diabetes mellitus type ii and hyperlipidemia. These co-morbidities are well known risk factors of bioprosthetic valve stenosis or calcification. As such, available information suggests patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the reported event. However, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.